Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during use of imaging system navigation, the screen suddenly froze when reflecting the image on the navigation system after the image was imported. The site was instructed to restart the computer and navigation was able to be used without problems after that. There was no patient present when this issue was identified.